Manufacturer narrative:
Concomitant medical products: model: ddbb1d1, implantable cardioverter defibrillator (ICD); implant: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered an alert for out-of-range/high pacing impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.